Event description:
The following information was provided: went to make first cut and heard a snap. Saw stopped moving and then made a weird noise. When we took the saw attachment out the rotary piece fell out of the mics case type / application: tka 2.0.

Manufacturer narrative:
An event regarding disassociation involving a mako mics was reported. The event was confirmed. Method & results: product evaluation and results: device with (disassociation) was returned to the supplier and evaluated. Root cause: loose screws on coupling. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened

Event description:
No new information.